Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity in (B)(6) 2007, overweight and gallbladder disorder nos (surgically removed). In 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti (urinary tract infection)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/lower back pain"). In (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced premenstrual dysphoric disorder ("pmdd"). In (B)(6) 2017, the patient experienced allergy to metals ("allergy: nickel") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), mood swings ("mood swings"), fallopian tube spasm ("one coil invoked a tube to spasm which caused me to vomit during the procedure") and procedural vomiting ("one coil invoked a tube to spasm which caused me to vomit during the procedure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and surgery (salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain and dysmenorrhoea was resolving, the abdominal pain, dyspareunia, urinary tract infection, hormone level abnormal and weight increased had resolved and the allergy to metals, psychological trauma, urinary tract disorder, bladder disorder, mood swings, vulvovaginal mycotic infection, premenstrual dysphoric disorder, anxiety, fallopian tube spasm and procedural vomiting outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube spasm, hormone level abnormal, mood swings, pelvic pain, premenstrual dysphoric disorder, procedural vomiting, psychological trauma, urinary tract disorder, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2007. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, back pain,psych injury, uti, urinary problems, bladder problems, hormonal changes, weight gain. Current weight: 232 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) conducted:bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4); hence, case was marked for deletion and all information from this case was transferred to retention case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity in (B)(6) 2007, overweight and gallbladder disorder nos (surgically removed). In 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti (urinary tract infection)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/lower back pain"). In (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced premenstrual dysphoric disorder ("pmdd"). In (B)(6) 2017, the patient experienced allergy to metals ("allergy: nickel") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), mood swings ("mood swings"), uterine spasm ("one coil invoked a tube to spasm which caused me to vomit during the procedure") and vomiting ("one coil invoked a tube to spasm which caused me to vomit during the procedure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and surgery (salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the pelvic pain, back pain and dysmenorrhoea was resolving, the abdominal pain, dyspareunia, urinary tract infection, hormone level abnormal and weight increased had resolved and the allergy to metals, psychological trauma, urinary tract disorder, bladder disorder, mood swings, vulvovaginal mycotic infection, premenstrual dysphoric disorder, anxiety, uterine spasm and vomiting outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, mood swings, pelvic pain, premenstrual dysphoric disorder, psychological trauma, urinary tract disorder, urinary tract infection, uterine spasm, vomiting, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2007. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, back pain,psych injury, uti, urinary problems ,bladder problems, hormonal changes, weight gain. Current weight 232 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) conducted:bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. Following events ¿mood swings, yeast infection, pmdd (premenstrual dysphoric disorder), anxiety and one coil invoked a tube to spasm which caused me to vomit during the procedure¿ were added. Reporter information, demographics, lab data and treatment medications were added. Event¿ urinary tract infections¿ outcome was updated to recovered/resolved¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury"), urinary tract infection ("utl"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, hormone level abnormal, weight increased and dysmenorrhoea had resolved and the allergy to metals, psychological trauma, urinary tract infection, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2007. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, back pain,psych injury, uti, urinary problems ,bladder problems, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) conducted:bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, back pain, allergy: nickel, psych injury, uti, urinary problems ,bladder problems, hormonal changes, weight gain. Reporter's information was updated. Lab data was added. Outcome of the events dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, back pain, hormonal changes, weight gain were updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.